Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was loaded properly. It was noted that the last turns during the crimping were strong. Fluoroscopy check indicated crown overlap to the third node. No issues were experienced advancing the delivery catheter system (dcs). During deployment, after each quarter turn of the deployment knob, the system ¿jerked¿ and was difficult to turn. The valve then dislodged. The valve was recaptured without issue. During the second deployment attempt, the same issue occurred. Halfway through, 1:1 response was noted. The valve was successfully implanted. Annular and native valve calcification were present. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID evproplus-29 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2022; explant date n/a, product ID l-evprop23-29, (lot: 0010842701); product type: 0195-heart valves; implant date n/a; explant date n/a, product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the handle appeared intact. The capsule appeared intact with no evidence of damage. The device was received with the capsule fully opened. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. No resistance was experienced with either the trigger or the deployment knob. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. The inner member shaft and spindle hub appeared intact with no evidence of damage. A 29 mm valve was successfully loaded onto the delivery catheter system (dcs). After the successful loading of the valve onto the dcs there was no evidence of a misload on the capsule. On retraction of the capsule via the rotation of the deployment knob, the valve deployed as expected. The cause of the dislodged events could not be determined via analysis of the device. The report event for difficult to deploy could not be confirmed in the lab, after successful loading of a valve, the valve deployed as expected. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy. In this case, it was reported that the system ¿jerked¿ during the deployment process. There were no findings to suggest a failure to meet manufacturing specifications was related to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.